Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a health care provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving dilaudid 5mg per day at an unknown concentration via an implantable pump for non-malignant pain and other non-malignant pain. Medication information was later received and it was reported the device delivered bupivacaine 0.6mg/ml at a dose of 0.66130 mg/day and dilaudid 4.0mg/ml at a dose of 4.4087 mg/day. The patient's medical history was requested but was unable to be obtained; it was not available from the customer. The patient's concomitant medications included percocet. On sunday, (B)(6) 2014, after 6pm the patient heard the critical alarm as a motor stall had occurred. It was later reported the pump started alarming on (B)(6) 2015. Basic home infusion came to the patient's house to interrogate the pump on (B)(6) 2015 and identified the stall. Logs were collected and a motor stall was reported on a clinician programmer. The pump was then updated in hopes of restarting it but it was unsuccessful. Logs still displayed that a motor stall was occurring. The patient had been experiencing mild withdrawal symptoms. The patient was advised to go to the ER (emergency room), two day after the alarm had begun, where her managing hcp worked. It was not known at the time of the report if the issue was resolved. It was noted the hcp would have further information on the event and the rep planned to obtain the information. The patient's status at the time of report was "alive - with injury" due to the symptoms of withdrawal. The symptoms included being in "so much pain, throwing up, diarrhea, the works". The patient wanted to have the pump removed but her insurance wouldn't pay for it because the pump malfunctioned. It was then noted at a refill a "week or so before the malfunction" the pump had more medicine in it than there should have been. Additional information has been requested regarding what actions/interventions occurred, if the cause of the motor stall was determined, the specific discrepancy amount and what diagnostics were performed, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Desc evt problem: corrected the date in the first sentence from the initial report.

Event description:
On sunday, (B)(6) 2015, after 6pm the patient heard the critical alarm as a motor stall had occurred. On (B)(6) 2015, additional information was received from a hcp. After the patient presented to the ER, she was admitted and treated. The cause of the motor stall was not determined but also reported as "pump is faulty." The patient's insurance wouldn't approve a replacement as the pump elective replacement indicator (eri) was at 25 months.